Event description:
It was reported that this right ventricular (rv) lead was explanted due to a perforation with pericardial effusion. The lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.